Event description:
The customer reports an issue with activated read errors (error code 3700 unable to process test, (wash zone 1) wash aspiration error for probe(s) (1) on an architect i2000sr analyzer in their lab. When results were generated, the customer found them "suspicious." The following results were provided: sample ID: initial tsh: retest tsh: uiu/ml: (B)(6), 1.77, 7.58. (B)(6), 0.13 , 2.50. (B)(6), 0.15, 3.51. (B)(6), 0.04, 0.93. (B)(6), 0.10, 1.01. (B)(6), 0.11, 0.76. (B)(6), 0.21, 4.21. (B)(6), 0.07, 1.64. (B)(6), 0.04, 1.12. (B)(6), 0.15, 1.13. (B)(6), 0.20, 1.58. (B)(6), 0.04, 5.12. (B)(6), 0.10, 1.19. (B)(6), 0.32, 1.46. (B)(6), 0.04, 1.62. (B)(6), 0.16, 1.22. (B)(6), 0.17, 1.32. (B)(6), 0.23, 1.02. (B)(6), 0.05, 0.75. Sid: initial total psa: retest total psa: ng/ml: (B)(6), 0.17, 6.67. Sid: initial b12: retest b12: pg/ml: (B)(6), 457, 245. No suspect results were reported from the lab. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to inspect the architect i2000sr analyzer. The fsr determined that the pre-trigger level sense sensor (list number 08c94-27) was obstructed and replaced the part, which brought the analyzer to acceptable performance levels. The pre-trigger level sense sensor was not available for return. The architect system operations manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of this evaluation and the information from the customer site, there is no indication that a malfunction of the pre-trigger level sense sensor occurred.